Event description:
Additional information was received which indicated that the patient was brought in for a routine check. All measurements were stable. After the check, the health care professional called boston scientific technical services (ts). Technical services noted the impedances had spiked in (B)(6) and remained high until the out of range values occurred. The values have remained high, but are stable. They were also questioning if there was loss of capture, but ts could not confirm it as the patient's rhythm is ectopic. At this time, no further information is available. The products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the left ventricular (lv) lead. The impedances were 2015 ohms. At this time, the health care professional indicated the patient would continue to be monitored remotely and would follow-up if other observations arose. The products remains in service. No adverse patient effects were reported.